Manufacturer narrative:
This model number is not approved for distribution in the us, however, it is similar to a device marketed in the us. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance recorded on (B)(4)-2013. Ramware ver. 3 recorded on (B)(4)-2012.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.